Manufacturer narrative:
Per the clinic, there was no loss of osseointegration. This report is submitted on december 20, 2021.

Event description:
Per the audiologist, the patient developed post-op infection (treatment unknown) at the implant site that led to the abutment extrusion (loss of osseointegration). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on nov 18, 2021.